Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916. Batch # 2024137. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Product complaint: (B)(6). No email. Issue needles clogged/blocked. #occurences: (B)(4). (B)(4) different pts. Pt harm: no. Ref: (B)(4) lot: 2024137. Sample: yes, please send sample kit to customer.

Manufacturer narrative:
(B)(4) needle clogged/blocked: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information was provided.